Event description:
It was reported that the physician was planning on revising the lead because the patient¿s symptoms were returning. The physician ordered additional fluoroscopy be taken and he believed the lead had migrated, which was the cause of the returning symptoms. The plan was just to revise the lead as there was no external sign of infection, but the lead and pocket site had fluid in them which caused the physician to remove the entire system to be replaced at a future date as he was concerned an infection may have been present. Five days later it was reported that the patient had not had the replacement put in yet but that was the plan in the next two months or so. The patient was doing fine.

Manufacturer narrative:
Product ID 3093-28, lot# va02utb, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).